Manufacturer narrative:
H3 other text : device is end of life / end of support

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the ac power indicator is not showing. There was no patient involvement. Based on the information available, the device is eol (end of life) and no work was performed by philips. The system does not meet full specifications and is outside of use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.